Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, asthma (new or worsening) and inflammatory response. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging respiratory tract irritation, asthma (new or worsening) and inflammatory response. At this time, no medical intervention has been reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Evidence of sound abatement foam degradation/breakdown was observed in this device. During the investigation technician observed 0 errors logged. Pil was unable to get care orchestrator information from device. Dust-like contamination at the air inlet of the blower box. Dust-like contamination on the blower box. Dust-like contamination on the blower. Pil can confirm the presence of contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. Box g and h was updated in this reported.